Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 556 mg/dl on their blood glucose meter. It is unk, if there was any insulin given following the receipt of the high result. The consumer allegedly, experienced a hypoglycemic event requiring medical intervention by paramedics. When the paramedics tested the consumer on their unk blood glucose meter, they received a low result. It was found during the call, the consumer's test strips are stored in the kitchen against our directions for use. The meter and test strips in question will not be returned for evaluation.